Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The result of the investigation is inconclusive for the difficult to advance issue reported. The valve crosser was undamaged and easily moved along the venous catheter shaft. The arterial catheter was not returned. There was no sheath returned. The result of the investigation is unconfirmed for the reported catheter kink issue. There was no evidence of a kink on the catheter. The evaluation observed that the toe of the electrode was unseated form the housing and the electrode was deformed. The source of this damage is unknown. Based upon the available information a definitive root cause could not be determined. Labeling review: the instruction for use for the wavelinq endoavf system (baw1491700, rev 1) was reviewed and contains the following information relevant to the reported event: cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. Instructions for use once the wavelinq¿ catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. H10: d4 (expiry date: 01/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation, the venous catheter was allegedly difficult to advance through the valve crosser and the catheter was kinked in attempt to initiate insertion. Therefore, the catheters were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation, the venous catheter was allegedly difficult to advance through the valve crosser and the catheter was kinked in attempt to initiate insertion. Therefore, the catheters were removed. There was no reported patient injury.